Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/27/2015. The fse found the tubing at wire marker wm16 of the blood sampling valve (bsv) was loose. The fse reattached the tubing, which repaired the leak. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The customer was unable to determine the exact location of the leak. The volume of the leak was about 1 ml and was not contained within the instrument. The customer did not report any error messages from the instrument at the time of the event. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.